Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty procedure. The stapler was being used at the time of creating an anastomosis of the stomach with the small intestine. The stapler was able to fire but there was poor staple formation. There was transection and stapling, than clipping. After forming and completing the staple line, the stapler locked. The jaws of the device locked onto the tissue. They created an integer gastro anastomosis, the two structures were sectioned together allowing the removal of the closed load. There was no patient harm.